Event description:
It was reported by the pt via e-mail that her knee will not bend and she is having constant pain and difficulty walking. Her knee was reopened and "they found a broken wafer bone between the implant." Scar tissue was removed and pt underwent additional therapy. It is not clear what is meant by a broken wafer bone and additional info is pending.

Manufacturer narrative:
The info in this report was provided by the pt and is currently being processed through a legal claim. No additional info is available and based on the event description, it has not yet been confirmed that a device manufactured by stryker may have caused or contributed to the event.